Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was fond that the stylus exhibited intermittent failure during incoming inspection. The lower display bullets were missing. The keyboard was broken. The left keyboard hinge was broken. The link electronic module printed circuit board assembly was out of specification. A replacement programmer was provided for the customer. If information is provided in the future, a supplemental report will be issued.